Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between may 23, 2018 to may 25, 2018. H10: the device was received for evaluation containing approximately 72ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a multirate infusor lv ( large volume). After the expected infusion time of 96 hours; "a considerable amount" of solution remained in the device (also reported as approximately 50ml). The device had been filled with 5-fluorouracil for a total volume of 288.7ml. There was no patient injury or medical intervention associated with this event. No additional information is available.